Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent high and low blood glucose levels that caused the customer to lose consciousness. The customer declined to provide further information regarding the events.